Event description:
It was reported that after open heart surgery, the chronic atrial lead exhibited high threshold after that point. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addr01 implantable pulse generator (ipg) implanted (B)(6) 2008; 5076 implantable pacing lead implanted (B)(6) 2002. (B)(4).